Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10 7 events were originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 8 reported events are included in this follow-up record. Product return status: 1 device was received. 7 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by a damaged hinge.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 1 device was received. 7 devices were not available for evaluation. Event confirmation status 1 reported event was confirmed. Evaluation results 1 device was found to be affected by a damaged hinge.

Event description:
This report summarizes 8 malfunction events in which the device or cutting accessory fractured. 1 event had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 3 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device or cutting accessory fractured. - 1 event had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device fractured. 7 events had patient involvement; no patient impact.